Event description:
It was reported by the customer that a pyxis anesthesia es system drawer not being detected on communication bus prior to the start of a procedure, caused approximately 1 hour delay to patient care. Customer stated that the entire station was down even before the removal of medications and no patient harm was reported. The customer added a response in related complaint file (B)(4) and no other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device's firewall was causing the drawers not being detected on bus issue. A field service engineer disabled the firewall to resolve. The system functioned as intended.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 05-jan-2022 to 05- jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were not detected on the bus due to the station firewall being enabled. The field service engineer disabled the firewall and rebooted the station to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that the bd pyxis anesthesia es system drawer not being detected on communication bus prior to the start of a procedure, caused approximately 1 hour delay to patient care. Customer stated that the entire station was down even before the removal of medications. No patient harm was reported. The customer added a response in related complaint file (B)(4) and no other information was released regarding this event. There were no adverse events or injuries reported based on this event.